Event description:
It was reported to boston scientific corporation by the (B)(4) that a removable covered self-expanding metal biliary stent, possibly a wallflex biliary rx covered stent system, was used during a stent placement procedure on an unknown date. In the reporting of manufacturer report # 3005099803-2012-06097, it was also stated that the complainant has noted an unusually high incidence and recurrence rate of post stent pancreatitis in patients with this stent placed. Attempts to obtain additional information regarding the circumstances, upn, and device manufacturer have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4):the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation by (B)(6) that a removable covered self-expanding metal biliary stent, possibly a wallflex biliary rx covered stent system, was used during a stent placement procedure on an unknown date. In the reporting of manufacturer report # 3005099803-2012-06097, it was also stated that the complainant has noted an unusually high incidence and recurrence rate of post stent pancreatitis in patients with this stent placed. Attempts to obtain additional information regarding the circumstances, upn, and device manufacturer have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on (B)(4) 2013: the complainant reported that the stent used during this procedure was not a bsc device. Based on this information, the event is no longer MDR reportable.